Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and the c.r. Bard align r. Retropubic/suprapubic urethral support system was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic organ prolapse. Following insertion, the patient experienced pain, erosion, urinary problems, recurrence, dyspareunia, bulging and pressure in vaginal area. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, urge incontinence, pelvic organ prolapse, and symptomatic post hysterectomy grade iii cystocele, and grade ii vault descent and mesh was implanted during an extra peritoneal vaginal vault suspension procedure. At the time of implantation the patient underwent the concurrent procedures of bilateral paravaginal repair, synthetic graft placement, diagnostic cystourethroscopy, and examination under anesthesia. It was reported that the patient underwent a suburethral sling (bard product) with an align, via a retropubic approach and cystoscopy on (B)(6) 2008.